Manufacturer narrative:
(B)(4).

Event description:
It was reported that the distal tip of the catheter was detached. The patient presented with stable angina. Access was obtained via right radial artery. A 6f guide catheter was positioned and the lesion was crossed with a non-bsc guide wire. The distal lad was then stented with a non-bsc 2.5x18mm stent. Repeated pressure wire showed hyperaemic pd/pa 0.76 with drift across the first septal and intravascular ultrasound (ivus) showed significant disease in the middle segment. Therefore proceeded to stent the middle segment of lad with a non-bsc 3.5mm x 28mm drug eluting stent. Repeated pressure wire which was positive with hyperaemic pd/pa 0.78 therefore stented to distal left main stem to proximal lad overlapping the middle segment with a 4 x 18mm non-bsc drug eluting stent. Post dilated with a 4.5 x 12mm balloon catheter achieving good angiographic result and timi 3 flow distally haemostasis with tr band. When withdrawing an atlantis sr pro imaging catheter from the hemostatic valve it was noted the distal end of the ivus catheter had detached from the remainder of the shaft. Angiogram showed the tip was within the guide catheter located over the wire. The entire unit was removed as one and the tip retrieved. Nothing was left inside the patient. The procedure was completed and no patient complications were reported.

Manufacturer narrative:
Correction: device lot number corrected from 15515369 to 13826516. Device expiration date corrected from 09/06/2013 to 10/08/2011. Device manufactured date corrected from 09/07/2012 to 10/09/2010. Device evaluated by MFR. - the complaint device was returned for evaluation. The distal tip assembly was broken off when received. Small pieces of broken and brittle distal were returned. The broken distal tip end appeared brittle. The other portion of broken distal tip were missing including the distal tip end with ro marker assembly approximately 11cm long. The lot number of the returned catheter (1382616) was used past the expiration of the reported procedure date. The entire measurement length of the returned sheath assembly was 133.0cm long from male bluer connection end to the broken distal sheath tip end. Full image characterization testing cannot be performed based on the returned condition of the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: ¿not use the device after indicated ¿use by¿ date. Use of an expired device could result in patient injury due to device degradation. The use of the expired product most likely resulted in the tip separation issue." (B)(4).

Event description:
It was reported that the distal tip of the catheter was detached. The patient presented with stable angina. Access was obtained via right radial artery. A 6f guide catheter was positioned and the lesion was crossed with a non-bsc guide wire. The distal lad was then stented with a non-bsc 2.5x18mm stent. Repeated pressure wire showed hyperaemic pd/pa 0.76 with drift across the first septal and intravascular ultrasound (ivus) showed significant disease in the middle segment. Therefore proceeded to stent the middle segment of lad with a non-bsc 3.5mm x 28mm drug eluting stent. Repeated pressure wire which was positive with hyperaemic pd/pa 0.78 therefore stented to distal left main stem to proximal lad overlapping the middle segment with a 4 x 18mm non-bsc drug eluting stent. Post dilated with a 4.5 x 12mm balloon catheter achieving good angiographic result and timi 3 flow distally haemostasis with tr band. When withdrawing an atlantis&#10259;r pro imaging catheter from the hemostatic valve it was noted the distal end of the ivus catheter had detached from the remainder of the shaft. Angiogram showed the tip was within the guide catheter located over the wire. The entire unit was removed as one and the tip retrieved. Nothing was left inside the patient. The procedure was completed and no patient complications were reported.